Event description:
It was reported that this implantable cardioverter defibrillator (ICD) inappropriately delivered anti-tachycardia pacing (atp) and six shocks due to an atrial fibrillation (af) with rapid ventricular response episode. No additional adverse patient effects were reported.